Manufacturer narrative:
Patient passed away on (B)(6) 2018. No additional information was provided.

Event description:
Patient had passed away. No other information provided. No device available for investigation.

Manufacturer narrative:
Initial reporter unknown - family friend reported death of patient. Health professional - no checked. Non healthcare professional. Type of report- follow up #1. If follow-up, what type- correction checked.